Manufacturer narrative:
(B)(4): the keypad was peeling and lifting near the up and down arrow buttons, exposing the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were responsive to button presses; the complaint of intermittent ok and contrast buttons could not be confirmed or duplicated. During investigation, evidence of contamination was found under all key contacts. The audio bolus button was found to be unresponsive; the cover was removed and the internal plug was found to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the audio bolus button was not responding and the ok and backlight keypad buttons were harder to press. The reporter stated that the keypad was peeling up around the up and down arrow buttons; no damage was noted to the audio bolus button. The reporter indicated that the patient wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the button response issue.